Event description:
It was reported the oscillating pin of the dermatome device was outside of the line on the calibration guide. The blade was not fitting correctly. It was reported that patient contact with the device is unknown; however, there was no patient injury. No revision or medical information was required.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.